Event description:
It was reported that an avs navigator bayoneted uplif inserter was 'cured/baked'. The device was not lubricated during the inspection as per surgical technique. Surgery was successfully completed with another 'impactor' and a 30 minute delay.

Event description:
It was reported that an avs navigator bayoneted uplif inserter was 'cured/baked'. The device was not lubricated during the inspection as per surgical technique. Surgery was successfully completed with another 'impactor' and a 30 minute delay.

Manufacturer narrative:
The device was not returned for evaluation. Device history records could not be reviewed without either the device or a valid lot number. Complaint history was reviewed and no similar complaints for the reported catalogue number were identified. Per the communication with field, the device was not being lubricated. The label on the device states, "navigator bayonet inserter lubricate regularly." The most likely root cause of the reported event is that the user was not lubricating the device.